Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection of the device, the device had fractured at the bolt location with no threaded pieces returned. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, the surgeon was attempt in the suture tie the liner to the cup. The suture tie caused the provisional liner to crumble around the apical hole. Fragments of the plastic fell loose inside the patient. All of the fragments were easily removed from the wound within 5 minutes. Attempts have been made and additional information on the reported event is unavailable at this time.